Event description:
It was reported that the device experienced an electrical reset due to being stored in a cold environment prior to use. The device was warmed and later implanted. No patient involvement was noted at the time of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).